Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pneumatic and electronic modules were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit would not start ventilation. There was no report of patient involvement.

Manufacturer narrative:
Review of this event has determined that the malfunction prevented use of the unit. Therefore, this was not a reportable malfunction. Review of this event has determined that the malfunction prevented use of the unit. Therefore, this was not a reportable malfunction.